Event description:
During a cardiac catheterization diagnostic/lv values were taken, coronary intervention proceeded. A 6 french introducer sheath was exchanged over the wire for a 7 french introducer sheath at the right femoral groin. The patient was given 60 mg of effient. She was started on angiomax with bolus and infusion according to protocol. A 7 french jr4 guiding catheter was seen in the right coronary artery. A choice extra support wire was passed into the distal vessel. Initial balloon inflations were done with a 2.5 x 12 mm apex balloon. Next, a 2.75 x 16 mm taxus liberte stent was deployed. This was post-dilated using a 3.0 x 12 mm quantum balloon. Catheters and wires were removed intact. Next, using a cls 3.5 guiding catheter was seated in the left main coronary artery. Attempts at passing a choice wire into the distal left circumflex artery were unsuccessful. Next, a luge wire was passed into the left circumflex. Initial balloon inflation was done distally using a 2.5 x 12 mm apex balloon. This balloon was also used to predilate the proximal om lesion. Next, a second luge wire was passed into the distal vessel. A 2.75 x 12 mm taxus liberte stent was deployed in the distal om. This was post-dilated using a 2.75 mm balloon. Next, a 3.0 x 16 mm taxus liberte stent was deployed in the proximal obtuse marginal. This was post-dilated using a 3.25 mm quantum balloon. At this point the quantum was removed. Due to the tortuosity in the proximal vessel, was unable to pass the balloon distally smoothly. The wire was drawn back. As it was being drawn back, it formed a loop in the proximal obtuse marginal and subsequently sheared off on the edge of the guide. There was a looped area of the wire in the proximal obtuse marginal and into the left main. At this point the patient was hemodynamically stable without symptoms of chest pain. Consultation was had with multiple cardiologists, including the [cardiothoracic surgeon]. The decision was made to try and snare the wire. Attempts at snaring were unsuccessful. Next, a pt2 wire was able to be passed in the distal om. The coiled wire segment was ballooned multiple times using both a 2.5 and 3.0 apex balloon. A second 300 cm wire was placed into the distal om using a choice long wire. Again, multiple attempts at snaring the fragment was unsuccessful. The fragment was able to be delivered distally into the obtuse marginal and out of the left main. Eventually, the decision was made to extend over the wire with a non-drug eluting stent. A 3.0 x 20 mm taxus liberte stent was deployed at 12 atmospheres. This was dilated using multiple high-pressure inflations at 16 to 18 atmospheres using a 3.5 mm quantum balloon. The patient was transferred to the heart center for further management. Transferred to heart center for further eval. Dates of use: (B) (6) 2010-(B) (6) 2010.